Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). The target lesion was pre-dilated with 2.00 and 2.50 non compliant balloons. The 3.00 x 48 synergy drug eluting stent was deployed at normal pressure to treat the target lesion. After the stent was deployed, a dissection at the proximal lad was noted and chest pain occurred. A 3.00 x 48 synergy stent was deployed to cover the dissection after prolonged balloon dilatation and successfully complete the procedure. The patient was stable post procedure and fully recovered.